Event description:
It was reported that the dependent patient¿s pacemaker exhibited electromagnetic interference (emi) oversensing on both the atrial and ventricular channels resulting in pacing inhibition of the ventricular channel. No changes or interventions were reported, and there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: section a3a, the correct gender should have been selected as male, rather than leave blank.